Event description:
It was reported there was an error 1720 indicating power backup cap failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6) b3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the device was in good condition. Evaluation tests were used, and the problem was confirmed. Review of the event history log was not applicable. The root cause of the problem was a faulty backup capacitor. As a result, the backup capacitor was replaced. The rtc battery was also replaced. The device then passed all functional and accuracy testing.